Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm, no ramping numbers, no scroll bar moving on its own, no blank display or constant tone noted. No unexpected tone or vibrations without an alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on the motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture from rain water. The blood glucose reading was 216 mg/dl. The customer stated that the device was vibrating without an alarm or alert and had a constant tone sounding from it. He noted that the insulin pump had a blank display immediately after it was exposed to water. Advised discontinuation of the insulin pump. Nothing further reported.